Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted partial suture and needle. The needle was observed to be detached from the suture. It appeared that the needle had disengaged under tension. The retainer was inspected with no abnormalities. As no sealed products were returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Unfortunately, because no sealed samples were received, a needle attachment test could not be performed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the gynecological procedure, needle broke from the thread. It did not fall into the patient's cavity. Patient had no injury.